Manufacturer narrative:
(B)(4).

Event description:
It was reported that a non-dependent patient fell and broke their arm. The patient was presyncopal and experienced dizziness and lightheadedness. Device interrogation revealed the right ventricular lead exhibited intermittent capture and decrease in sensing. Chest x-ray revealed there was no slack in the lead. The lead was repositioned successfully on (B)(6) 2016. The patient's condition is stable post procedure.